Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not be determined whether this device performed as described in the field action. (B)(4).

Event description:
It was further reported that the lead was explanted and replaced.

Manufacturer narrative:
This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: the distal portion of the lead was returned, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), the right ventricular lead integrity alert triggered, and the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Beginning (B)(6) 2015, ventricular sensing integrity counts rose up to 172 and there were non-sustained ventricular tachycardia (nsvt) episodes with evidence of lead noise oversensing. On (B)(6) 2015, rv pacing impedance spiked to greater than 3000 ohms, up from 741 ohms. The rv lead integrity warning occurred on (B)(4) 2015 for 2 or more high rate non-sustained tachycardia (nst) episodes and sensing integrity counter greater than 30 in 3 days.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a lead integrity alert (lia) on the right ventricular (rv) lead for short v-v intervals and high impedance. The patient was brought into the clinic and the lead was observed to have no capture and was oversensing noise. Chest x-ray showed a lead fracture distal to the suture sleeve. The patient was admitted to the hospital and was fitted for a life vest. The lead was turned off and the patient was referred for lead extraction. No patient complications have been reported as a result of this event.